Manufacturer narrative:
A death has been alleged against the cycler machine. Due to lack of information, MDR's will be filed for each concomitant device as part of a system level review. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient's nurse reported that the patient had expired on (B)(6) 2014. The patient was reportedly at home on the cycler at the time and suffered cardiac arrest and the patient expired. A follow up call was made to the peritoneal dialysis nurse she reported that the patient was connected to the cycler when his defibrillator started to go off. The patient's wife called 911, and the patient was transported to the emergency room where he was pronounced dead.